Manufacturer narrative:
(B)(4).

Event description:
The health care provider reported lead migration that occurred in 2010. The patient chose not to have lead moved or replaced since this was discovered. The patient chose not to have lead moved or replaced since this was discovered. Lead imaging was reviewed again to see if there has been a change in lead position. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.